Event description:
It was reported that the aa4204vf +22.0 diopter silicone single piece lens tore in the injector and had to be cut out of the eye. The lens was removed and replaced with another same diopter lens without any patient harm. Additional information was requested but not yet forthcoming. If any additional information is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). (B)(4). Results: visual inspection of he returned lens showed the lens was cut into two pieces, there was a tear in the optic and evidence of a clear surgical residue. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).